Event description:
The dr was operating the slit lamp treating a pt and had fired about 20 times when pt could see green light. Pt was not sure if it was a flashback or residual light from the table top. This statement given by the office manager to co's service dept rep. Office manager contacted by co's quality/respiratory rep in 3/2002 and confirmed the above statement. Pt stated also that the dr had been examined by another dr at their facility and there was no injury. There was also no injury to the pt although the procedure was not completed. Note pt was not under any anesthesia. The dr was contacted directly in 4/2002 and pt confirmed that there was no injury to themselves but felt pt received a flashback.